Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was difficult to close. This occurred during use of peritoneal dialysis therapy. It was further reported that the transfer set tube was no longer working well, sticking and the patient was not able to hear or feel the "click" that it was closed. Renal therapy services (rts) advised patient to open and close roller clamp ten times which was not successful therefore the patient was unable to perform cycler therapy. There was no leak or kink noted. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.